Manufacturer narrative:
This report is being submitted as additional information was received that this lead exhibited noise and variable shock impedance measurements during isometric testing. This report is being submitted as additional information was received that the shock impedance measurements are gradually increasing. Additional information was received that the device and lead were successfully implanted, and the shock impedance measurements were within normal limits. The patient, initial reporter, and device information were updated. This report is being submitted as a correction was made to the implant date. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring 128 ohms. Technical services (ts) suspected the cause was due to an anomaly with the pocket or electromagnetic interference (emi). Ts recommended adding fluid to the pocket. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that the device and lead were successfully implanted, and the shock impedance measurements were within normal limits. It was noted that the physician moved the device down on the fascia. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead exhibited a gradual increase in high out of range shock impedance measurements. Technical services (ts) recommended programming options and an evaluation of the system in clinic. No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead exhibited noise and variable shock impedance measurements during isometric testing. It was noted that reprogramming occurred and the patient will continue to be monitored. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring 128 ohms. Technical services (ts) suspected the cause was due to an anomaly with the pocket or electromagnetic interference (emi). Ts recommended adding fluid to the pocket. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Additional information was received that the device and lead were successfully implanted, and the shock impedance measurements were within normal limits. The patient, initial reporter, and device information were updated. This report is being submitted as a correction was made to the implant date. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring 128 ohms. Technical services (ts) suspected the cause was due to an anomaly with the pocket or electromagnetic interference (emi). Ts recommended adding fluid to the pocket. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that the device and lead were successfully implanted, and the shock impedance measurements were within normal limits. It was noted that the physician moved the device down on the fascia. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring 128 ohms. Technical services (ts) suspected the cause was due to an anomaly with the pocket or electromagnetic interference (emi). Ts recommended adding fluid to the pocket. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This report is being submitted as a correction was made to the implant date. If pertinent information is provided in the future, a supplemental report will be submitted.